Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on 12/7/2023 while reportedly wearing the lifevest. The patient received two inappropriate treatments. The device was started up at 14:29:39 on 12/7/2023. At 16:41:53, an arrhythmia was detected. ECG shows sinus tachycardia @ 130 bpm with low amplitude cardiac signal. At 16:42:36, the patient received the first inappropriate treatment. Oversensing of low amplitude cardiac signal and motion artifact contributed to the false detection. Rhythm at the time of treatment was sinus tachycardia @ 130 bpm with low amplitude cardiac signal. Post shock rhythm was sinus tachycardia @ 130 bpm with low amplitude cardiac signal and pvcs. At 16:56:19, an arrhythmia was detected. ECG shows sinus tachycardia @ 130 bpm with low amplitude cardiac signal. At 16:57:07, the patient received the second inappropriate treatment. Oversensing of low amplitude cardiac signal and motion artifact contributed to the false detection. Rhythm at the time of treatment was sinus tachycardia @ 130 bpm with low amplitude cardiac signal. Post shock rhythm was sinus tachycardia @ 130 bpm with low amplitude cardiac signal and pvcs. The device was shut down at 17:04:11 on 12/7/2023.